Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 9. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2023, fracture of the implant was verified. Patient presented with bone type iii. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.